Event description:
The customer contacted baxter's service center regarding assistance with an alarm which occurred on the homechoice (hc) during use, during setup. The care giver (cg) stated that they reused the supplies. The tsr explained that would compromise the setup. The tsr suggested that they should use all new supplies. The cg understood. Product surveillance spoke with the care giver (cg) on (B)(6) 2011. The cg stated that she had restarted therapy with new supplies and had no problems doing so. Therapy has been going fine since the event. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4).the sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for use error - failed to follow therapy steps during use. The care giver reported that they changed out the cassette and reused the same solution bags. The problem was confirmed for use error - failed to follow therapy steps, but the assignable cause is undetermined since it is unknown why the care giver decided to replace the cassette during therapy. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.